Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and the heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), could not be conclusively determined through this evaluation. It was reported that the patient expired on (B)(6) 2021 after receiving a heartmate 2 to heartmate 3 pump exchange earlier that month. The patient's discharge diagnosis was cardiac arrest, cardiogenic shock, thoracotomy dehiscence due to an lvad pocket abscess, septic shock from peripheral circulatory failure, chronic systolic heart failure, right ventricular dysfunction, worsening acute kidney injury requiring continuous renal replacement therapy, and a delayed st-segment elevation (ste). The patient was transferred to hospice and expired. Additional information was received from the customer confirming that the patient's date of death was 11mar2021 with serial number: (B)(6). No product is available for investigation. This IFU lists infection, sepsis, right heart failure, organ dysfunction, wound dehiscence, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. The hm 3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. Additionally, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, the IFU and patient handbook contain information on how to care for the driveline. These documents instruct patients to call their hospital contact right away if the driveline is damaged (or might be damaged). . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30jan2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report was determined to be duplicate information to MFR. Report number 2916596-2021-04223.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a redo sternotomy and lvad exchange (heartmate 2 to heartmate 3) was performed, left femoral intra-aortic balloon pump was placed, and chest closure was delayed. On (B)(6) 2021, a chest washout was performed, acute kidney injury (aki) was worsening and continuous renal replacement therapy was started. On (B)(6) 2021, a chest washout was performed and the chest was left open 2/2 cardiac swelling. On (B)(6) 2021, a chest washout was performed. On (B)(6) 2021, the patient experienced cardiac arrest and was cannulated for veno-arterial ECMO. On (B)(6) 2021, goals of care was discussed with the family and the patient was transitioned to hospice. Discharge diagnoses included cardiac arrest, thoracotomy dehiscence/left ventricular assist device (lvad) pocket abscess, septic shock/peripheral circulatory failure, right ventricular (rv) dysfunction, ischemic cardiomyopathy, and cardiogenic shock. The patient expired on (B)(6) 2021 status post cardiac arrest on veno-arterial ECMO.